Event description:
Boston scientific received information that one day post-implant, this left ventricular (lv) lead dislodged. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.